Manufacturer narrative:
The actual device has not been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that the doctor went in with the arteriotomy locator and sheath but there was no blood feed back so he opened another pack. The patient had no blood lost due to the event and the patient is doing well. The procedure outcome was reported to be successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information, due to the device being discarded, and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 11/8/17. Hemostasis was achieved due to a second angio-seal.